Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 10/5/2017 resulted in defect found; returned test strips produce high readings and the event was determined to be reportable. Reported defect not reproduced with returned meter and test strip. Most likely underlying root cause of high control results are due to improper storage : strips left outside of vial for an extended period of time. Test strip (B)(4).

Event description:
Consumer reported complaint for e-3 blood glucose results. The customer is concerned with results obtained results of e-3. Customer is receiving e-3 error when the strip is placed in the meter. The expected fasting blood glucose test result range is undisclosed. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer and produced test results of e-3 using true metrix meter. The test strip lot manufacturer's expiration date is 01/21/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. .